Event description:
A report was received that the patient was experiencing pain at the ipg site due to uncomfortable location. The patient will undergo a revision procedure wherein the ipg will be relocated.